Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument would not fire. The hospital has reported no pt injury occurred. The surgeon used another instrument successfully.